Manufacturer narrative:
No discrepant high analytes observed with whole blood donor testing on complaint lot w56149. Customers complaint of discrepant high tni and ckmb was observed with returned sample testing. Conducted hama interference testing on returned sample. Returned sample decreased more than 50% of original result. Sample contains hama interference. Lot w56149 met final release specifications. As of (B)(6) 2014 this is the only complaint against w56149 for discrepant results. Sample contained hama interference; that is the root cause for the elevated results.

Event description:
The caller reported a (B)(6) year old female patient came to the ed. The patient is a smoker with a history of complaints of chest pain in the past and had negative stress test in 2012. She has had a-fib in the past as well. Thursday night ((B)(6) 2014) she had sudden onset of chest pain while during rehab post knee replacement. The patient had a sample drawn in the ed at 15:36 with a triage tni below cutoff. This sample was tested in the lab on the lab analyzer with result below cutoff. A second draw in the ed at 17:35 had triage tni results that were elevated. The patient was sent tot he cath lab based on the highly elevated triage results. This results in a clean cath at around 21:45. A specimen was drawn and sent to lab at 23:30 with a result that was same as the 15:36 draw. Another specimen was drawn at 05:30 friday morning with the same result from the lab. Patient discharged on(B)(6) 2014: diagnosis - chest pain; normal chest x-ray; no echo performed; EKG sinus rhythm with apcs.